Event description:
The hcp reported the patient presented with signs of an infection of the lead track. These included swelling, drainage, and incisional wound opening. A culture of the device pocket was done and reported as positive for stenotrophomonas maltophilia. The patient was treated with total device system explant. The infection is reported to have resolved.